Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack along the battery compartment. The customer¿s blood glucose level was unknown. The device will be returned for analysis.